Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that it was not powered on and had a black screen. The field service engineer removed the auxiliary from the main unit, powered up the station, and troubleshot down to the auxiliary half-height drawer, which had a faulty diode on the board. The field service engineer tested and replaced the board. Also tested all drawers and slides to make sure they were working properly, opened top cover, checked connections in electronics drawer, removed dust under top cover. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using then bd pyxis¿ medstation¿ es auxiliary, the device was on a black screen. The customer reported that the malfunction occurred while the user was trying to issue medication to the patient. There were no adverse events or injuries reported based on this incident.